Event description:
Crews responded to a cardiac arrest call, pt had not been seen since the night before. The pt was still warm and rigor had not yet set in. Defibrillation electrodes were attached to the pt, the device indicated connect electrodes and use of the device was inhibited. Als crews arrived on scene and the pt was transferred to their care. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based in an assessment of the pt's vaibility.